Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. According to the patient, on approximately (B)(6) 2025, the cgm was displaying low values around 40 ¿ 50 mg/dl and she started throwing up and couldn¿t hold down any water. The patient¿s boyfriend took her to the hospital where her bg was checked and shown to be 630 mg/dl while the cgm was 40 mg/dl. The patient was given intravenous (IV) insulin and pain medication. The patient was transported to a different hospital to stabilize. The patient passed out when given a pain medication and regained consciousness a day later. The patient was discharged after 2-3 days. There was no documentation of further medical evaluation or intervention. The patient was doing fine during the report. No data was provided for evaluation. The allegation and a probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The reported glucose values fall within the d zone of the parkes error grid was taken upon the arrival of paramedics. No additional patient or event information is available.